Event description:
Cadd legacy pump malfunctioning. Per pt, pump displayed "no disposable clamp tubing" error. Pt was able to get the pump to run, but pump continued to beep while running. Then pump stopped running. Pt did not experience any adverse affects due to pump malfunction. Pt switched to back up pump. Pharmacy couriered new pump to patient with return box for malfunctioning pump. No other information known. Dates of use: unk to (B)(6) 2017. Diagnosis or reason for use: pah.